Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the circuit board and/or plug unit were broken while the user was handling the device which led to an unstable connection. As a result, an error occurred. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in the section below: ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection of the returned device, the reported event was not confirmed. The device evaluation found the following: damage was found on the circuit board unit in the endoscope connector causing the color tone of the image not to olympus standards, damage on the plug was unit was found causing no image, the deformation of the plug unit was found causing the image to be disturbed when the connector is pushed, the plug unit was found to be deformed, the bending angle in the up position does not meet the standard value, adhesive on the a-rubber (bending section cover) was cracked, and the monitor showed a black screen with no image due to damage on the plug unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, that an error code/scope communication error was observed with use of the videocolonoscope during preparation for a diagnostic colonoscopy. The device was plugged into three other machines and the error code was observed. There was a delay in the start of the case to obtain another device and the case was proceeded with another colonoscope. There was no patient harm or injury as a result of this event.